Event description:
My wife has a pride victory mobility scooter which has thumb operated levers for going forward and back. She recently had an incident that could have easily been fatal. She was wearing a sweatshirt, with the pockets in front, on either side of the zipper. She turned in the seat to talk to someone and when she did, the pocket caught on the reverse (left) lever which caused the scooter to propel forward into the roadway. Fortunately, there were no cars coming. If there had been she would have certainly been injured or killed. She had a similar incident where her clothing caught on the forward (right) lever and she backed into a bystander. The product was not damaged, repaired, or modified before the incident. (B)(4).